Event description:
On (B)(6) 2011 the caregiver contacted baxter regarding an unrelated alarm and reported that the patient had peritonitis. On (B)(6) 2011, baxter contacted the peritoneal dialysis (pd) rn for information regarding this peritonitis. She reported the patient was diagnosed with peritonitis on (B)(6) 2011. On an unknown date pd cultures were done. On an unknown date the patient began treatment with ancef 1000mg daily for 21 days. The patient completed treatment on an unknown date and has fully recovered from this incidence of peritonitis. The patient was not hospitalized. The nurse reported that this peritonitis was not related to any baxter solution or device. She had no opinion of causality for this incidence of peritonitis. The patient continued on pd therapy. No further information was available.

Manufacturer narrative:
(B)(4): this is report 4 of 4 for this incidence of peritonitis. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lots (h10d30064, h10f01037, h10g30067, h10e04033, h10f17025, h10i14083, h10k05047, h10g26107) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The root cause was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.